Event description:
It was reported that the user encountered an ¿unable to proceed¿ error during fill tubing when the device would not advance past 19 units despite pressing and holding, consistent with a pump occlusion or flow obstruction during priming; no restart alerts were present. Symptoms included no reported injury or change in blood glucose. Outcomes included successful completion of therapy after troubleshooting and education, with replacement supplies used and normal operation restored. Investigation included remote troubleshooting, review of device alerts, and a dry run without patient connection, which was successful. Investigation of this case revealed that the issue was resolved with a supply change after a successful dry run, indicating a probable flow-path issue attributable to disposable components rather than a pump hardware malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-interface or use-related factors and/or component-related occlusion within the disposable set, addressed by replacing supplies.